Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneous glucose cup module results, which were noticed by the laboratory while the instrument was running in critical rerun mode and/or running on another dxc 600 instrument in the laboratory. Customer stated that the glucose was run in duplicate, but that the duplicates were not matching. Customer cleaned the glucose cup and recalibrated the instrument, but this did not resolve the issue. The field service engineer (fse) inspected the instrument and found a large amount of debris attached to the glucose stir bar inside the glucose cup assembly. Although this was noted, the failure mode is unknown. Field service returned the electrode assembly, stirrer bar and reagent pump syringe assembly, but the erroneous precision test results could not be reproduced when in-house testing was performed. Customer was instructed on sample integrity issues and proper sample tube preparation. Customer stated that although the erroneous results were reported outside the laboratory, there was no affect to patient treatment, as the results were amended.

Manufacturer narrative:
The root cause of the instrument error is unknown. Although the replaced parts were returned to beckman coulter, inc. For in-house investigation, the error could not be duplicated. Customer has not called back to report any further issues. An additional medical device report based on the same complaint for an erroneous result generated by the unicel dxc 600 synchron system, sn (B)(4), was filed as medwatch #2050012-2012-00031. (B)(4).